Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the parents of the pt took him to the clinic in 2008, as he was no longer hearing well. Testing showed that 7 of the electrode channels had hi impedances. The doctor at the clinic suggested that they observe the pt to see if the situation would improve. However, after a long period of time, the pt was still not able to hear as well as before. The pt, along with his parents, attended med-el seven months later, for further testing. Seven of the electrode channels had hi impedances, although not the same electrode channels as before. The device is no longer functioning to spec.